Manufacturer narrative:
Based on the information provided no conclusion can be made. The information provided is limited. Multiple attempts have been made requesting additional information. Hematoma formation and wound dehiscence are known inherent risks of surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that on (B)(6) 2019 the patient was implanted with a bard/davol phasix mesh. Postoperatively the patient developed a hematoma and wound dehiscence. The surgeon requested a surgeon to surgeon consult, which was granted and negative pressure wound therapy (npwt) was recommended to treat the patient.